Manufacturer narrative:
The most probable root cause to the incident is the users have raised the lift arm assembly manually causing the outer tube to block the spindle of the motor. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. A field safety corrective action, mod1228, was initiated in march 2015. Mod1228 informed the customer that the lift arm assembly is intended to only be lifted by the actuator (lift motor). Hillrom performed a physical inspection of potentially affected devices and added a sticker to the lift portraying how users shall not raise the lift arm manually. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that the lift decent was not working because the actuator was stuck. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as #(B)(4).